Manufacturer narrative:
(B)(4). The analysis results of five cartridges were received inside their original package. One of the cartridge was opened and tested for functionality in an attempt to replicate the reported incident. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clips did not close correctly. Could be removed, no further information is available. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4).